Event description:
Information received by medtronic indicated that the insulin pump alarmed post reset alarm and error occurred while writing external history and trace flash. Customer reported power error and the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform displacement test and lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The pump passed the sleep current measurement and active current measurement. Pump error 63 alarm during the self test. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The pump was monitored for several days, and no pump error 25 alarm, pump error 67 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. No pump error 67 alarm recorded in the formatted history file for the event date. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: 10/18/2021 17:01:21.000. Pump error 23 alarm was recorded and found in the formatted history file on: 10/16/2021 08:43:31.000. Power loss alarm was recorded and found in the formatted history file on: 10/18/2021 17:01:21.000. Replace battery alert was recorded and found in the formatted history file on: 10/18/2021 16:00:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/18/2021 16:31:00.000. 10/18/2021 16:41:00.000. And pump error 25 alarm was recorded and found in the formatted history file on: 10/15/2021 17:00:00.000, 10/15/2021 21:00:00.000, 10/16/2021 01:00:00.000. The power management tool confirmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on 09/01/2022 13:40:43.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Unable to confirm battery cap damage due to pump received without the original battery cap. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Pump error 67 alarm and pump error 23 alarm were not confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to connector resistance issue on j6/pcb1. Pump error 63 alarm confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
.